Manufacturer narrative:
Event site telephone: (B)(6) additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical light - eqt. As it was stated, suspension arm cover detached. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or injury.